Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06683. It was reported the patient experienced pocket heating while charging her ipg. The patient stated her ipg site becomes very warm when she charges and she has not charged her ipg in approximately four months because of the heating. A replacement charging system was sent to the patient to address the issue, however, the patient reported the new charger would not locate her ipg. The patient is pending a meeting with sjm representative to evaluate if the ipg has depleted due to the patient not charging it for four months. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall #s: 1627487-07262012-001-c, 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.